Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for pre-dilation. However, no pressure can be applied and the balloon was confirmed to have ruptured. The device was completely removed and the procedure was completed with a different device. No serious injury nor adverse patient effects were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen (shaft). The tip, balloon, markerbands were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, and a pinhole in the balloon material that was located at the distal edge of the markerband. Functional testing was done by attaching an inflation device filled with water to the hub of the threader balloon catheter. When pressure was applied, a pinhole was found in the balloon material. Inspection found the rest of the device free of damage.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for pre-dilation. However, no pressure can be applied and the balloon was confirmed to have ruptured. The device was completely removed and the procedure was completed with a different device. No serious injury nor adverse patient effects were reported.